Event description:
The customer reported two false positive results with the ID now covid-19 2.0 assay performed using one lot on (B)(6) 2022. This MFR. Report addresses test two (2) of two (2). Confirmation testing via an unknown pcr platform performed the same day generated negative results. The customer indicated that the issue has been resolved. Although requested, no additional information, including patient treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m215329 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 193-000 / lot: m215329, test base part number 192-430 / lot: m215329. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m215329 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. H3 other text : single-use, device discarded.

Event description:
The customer reported two false positive results with the ID now covid-19 2.0 assay performed using one lot on (B)(6) 2022. This MFR. Report addresses test two (2) of two (2). Confirmation testing via an unknown pcr platform performed the same day generated negative results. Although requested, no additional information, including patient treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m215329 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 193-000 / lot: m215329, test base part number 192-430 / lot: m215329. The lot met the required release specifications. A review of the complaints reported as false positive and/or false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m215329 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. D4/d5: corrected UDI field that was inadvertently entered into d5. H3 other text : single-use; device discarded.

Manufacturer narrative:
This report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. Single-use, device discarded.

Event description:
The customer reported two false positive results with the ID now covid-19 2.0 assay performed using one lot on (B)(6) 2022. This MFR. Report addresses test two (2) of two (2). Confirmation testing via an unknown pcr platform performed the same day generated negative results. Although requested, no additional information, including patient treatment and outcome, was provided.